Event description:
(B)(4). It was reported that the anchor on the adjustable side of the sling broke at the butt of the anchor and close to the trocar. The sling was removed from the fixed side. The same problem occurred with a second sling of a different lot number. Associated MDR 1018233-2013-02669.

Manufacturer narrative:
The complaint is awaiting receipt of sample to complete an investigation. Upon completion of the investigation, a follow up report will be submitted.